Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the stent delivery system was returned with blood in the guide wire lumen and on the balloon and no contrast visible. The stent implant was stationary on the tightly-folded balloon between the markers. These observations are consistent with the reported information. However, there were no fractured struts as reported. Instead, the first proximal row of the stent struts was stretched and flared distally. Based on the extent of the stent damage, the stent struts may have appeared to be fractured to the account but upon closer examination were in fact not. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there were no other incidents reported for difficult to remove from guiding catheter, flared stent or broken stent strut. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during an interventional coronary artery stenting procedure, the heavily calcified lesion was pre-dilated with a 3.0 x 15 trek. The 3.0 x 15 mm vision stent was inserted but would not cross the heavily calcified lesion. As the vision was being removed, the physician felt some resistance with the guide catheter; however, the vision was able to be removed without force. Upon removal of the vision from the patient anatomy, it was noted that the stent strut had been lifted and the physician thought the strut was fractured. The procedure was completed with a non-abbott stent. There was no reported adverse patient sequela or clinically significant delay in the procedure. There was no additional information provided.